Event description:
I am getting extremely irritated eyes characterized by redness, soreness, corneal abrasion, and bumps on the backs of the eyelids -behind where the eyelashes are-. I read about a recall for the o2 optix lenses made by ciba vision. I am not getting these problems with the air optix aqua lenses. Upc = 749594112446, lot 10024847, lot 10015489, lot 10021355. Frequency: #1 & #2: daily. Dates of use: #1 & #2: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: #1 & #2: near sightedness. Event abated after use stopped for dose reduced: #1 & #2: yes. Event reappeared after reintroduction: #1 & #2: yes.